Event description:
It was reported that during a troubleshooting of a cardiosave intra-aortic balloon pump (iabp) trainer, it was suspected that the socket of the iabp's front end board was damaged and not the trainer as was first suspected. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has advised that the iabp unit has been repaired by replacing the front end board. In addition, preventative maintenance (pm) was also completed, and the iabp was cleared for clinical use. (B)(4).

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since it has not been confirmed if the serial number provided to us is correct. The customer has not requested getinge service and does their own service/repair 99% of the time. However, a getinge representative who is in contact with the customer has reported that the repair on the unit has not yet been completed, and he will provide us with the repair information and status of the unit when the repairs are completed. If any additional information is provided to us, we will submit a supplemental report. (B)(6).

Event description:
It was reported that during a troubleshooting of a cardiosave intra-aortic balloon pump (iabp) trainer, it was suspected that the socket of the iabp's front end board was damaged and not the trainer as was first suspected. There was no patient involvement, and there was no adverse event reported.